Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg would no longer hold a charge and the patent had to charge the device for longer periods of time. The ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.